Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for write to locked ram, address=105c, data=0e on (B)(6) 2011 11:12:54. 1 - patient alert for por on (B)(6) 2011 11:12:54. The device was not returned, but diagnostic information is consistent with reported event.

Event description:
It was reported the device delivered seven appropriate shocks and that there was an electrical reset. A capacitor formation was done in the office after the reset and the device remains in use. No patient complications have been reported as a result of this event.